Manufacturer narrative:
Philips service replaced the geo module wp kit and restored the device to use. This report was submitted in agreement with FDA for the retrospective reporting commitment (reference: (B)(4)).

Event description:
It was reported to philips that a geo module failure caused geometry movement issues on an allura xper fd20. The clinical use of the system was unknown. There was no reported patient or user harm.